Event description:
It was reported that the patient had a large abdominal hernia and the patient¿s intestines were wrapped around the pump. The pump was scheduled to be explanted the week following the report date because of ¿all the patient¿s abdominal problems¿. The health care provider (hcp) was unable to interrogate the pump on the date of the report. The hcp wasn¿t certain but though she was getting a telemetry incomplete and/or telemetry failure message. The hcp also thought the pump could possibly be flipped. It was noted, the patient had told the reporter that the pump was ¿turned off completely¿ in (B)(6) 2013 however, the hcp was unable to interrogate the pump to confirm it. The hcp inquired if the pump is programmed ¿off¿ if it can still be read and it was determined the hcp ¿should¿ be able to still interrogate the device. It was then noted per the patient¿s chart notes that a dye study had been performed on 2013 (B)(6) at which time csf (cerebrospinal fluid) was unable to be aspirated. The hcp believed minimum rate was programmed at that time. It was noted there were no previous device manufacturer records indicating the pump off password was previously requested. The hcp wanted a device manufacturer representative at the upcoming pump explant and wanted to be certain that the patient¿s dose had been turned down. The hcp then read in the patient¿s notes that the pump ¿has not been working since last may¿. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory. (B)(4).